Event description:
While the surgeon was using the davinci robot, the monopolar scissors split a hole in three protective tip covers. When the third tip cover tore, a small burn was noted in the patient's bowel.